Manufacturer narrative:
A supplemental MDR is being submitted for medical records being received. The following sections have been added: b1, b2, b4, b5, b7, g3, g6, h2, h6, h11. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 7 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, a valve in valve procedure was completed successfully using a 23mm sapien 3 ultra resilia valve. The failure mode was stenosis. Post cath mg 5mmhg and post echo mg 7mmhg; no pvl; stable and transferred out of cath lab. According to the medical records, an echo was provided (date unknown) that showed ef 55-60%, well seated bioprosthetic aortic valve, no pvl or aortic regurgitation, mean gradient of 42mmhg, ava 0.73cm^2, which is suggestive of severe aortic stenosis, however the valve appears to open normally in the short access view.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the complaint for stenosis was confirmed based on medical record. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as patient had medical history of hyperlipidemia. Hyperlipidemia could be a risk factor for calcification as there are pathophysiologic similarities between calcification and atherosclerosis. Several studies have documented a correlation between lipids and calcification and found that both coronary calcification and aortic valve calcification progress more rapidly in subjects with low-density lipoprotein (ldl) levels. Ldl levels have been found to have a stronger correlation with coronary calcification than age, sex, blood pressure, fasting, insulin level, or smoking, which can result in increased gradient or valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 7 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, a valve in valve procedure was completed successfully using a 23mm sapien 3 ultra resilia valve. The failure mode is currently unknown and follow up attempts are being made. The post cath mg 5mmhg and post echo mg 7mmhg; no pvl; stable and transferred out of cath lab.